Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient experienced extreme lower abdominal pain after their implant on tuesday. The implanting physician prescribed an MRI to rule out a possible epidural hematoma. The MRI was negative and the physician thought the pain would subside with time and the patient could go home. It was noted the patient was still in the hospital and their pain never subsided.  The implanting physician did indicate the patient had some narrowing of the epidural space around t10 and thought maybe this was somehow contributing to his pain, but really didn't have a definitive answer as to the cause. The patient was encouraged by the physician to wait it out, but when the pain never subsided, the decision was made later this afternoon to have the system explanted that evening. No environmental factors contributed to the issue. The issue was resolved at the time of report.